Event description:
Medtronic received a report that fd implantation was performed for unruptured cerebral aneurysm in lt.va. Phenom27 was guided from rist to p1. The product was delivered and attempted to be deployed, but the tip did not open in the distal segment. The midline widens, but the tip does not open at all. It was determined that the tip may have been frayed, so the product was removed. The procedure was continued with another product and successfully completed. The pipeline had not been positioned in a bend, more than 50% of the pipeline was deployed when it failed to open. It was resheathed 2 or less times. No other operation was performed. The stent was removed from the patient's body, it was resheathed and retrieved with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an indication that is not approved (off-label), it was prepared as indicated in the package insert.   The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left va with a max diameter of 12mm and a 6mm neck diameter, landing zone was 3.9mm on the distal end and 4.6mm on the proximal end. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) administered, pru level was 131. Postoperative findings related to blood flow imaging showed stagnation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.